Event description:
It is reported that the patient underwent revision surgery due to a non-displaced proximal femoral fracture resulting in subsidence of the femoral stem.

Manufacturer narrative:
Evaluation summary: there is evidence of femoral stem subsidence in the post-op x-rays. The operative notes from the primary surgery indicated no complications and no evidence of calcar fractures. However, rasping of the femur was completed with a rasp handle that is not compatible with the m/l taper rasps. The dimensional differences at the junction between the handle and the rasp itself may have caused an undetected proximal femoral fracture, which could have led to the stem subsidence. Other factors that may have contributed to the failure include patient weight, patient activity level, and type of activity performed. Although the issue was likely caused by the use of a non-compatible rasp handle, a definitive cause for failure cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.